Event description:
Add'l info recei'd from rpt 3/29/06. When I took mother back they were aware of the problem. They had a sack of little gold plugs that they are putting in the hole then they sand the rough edges of the hearing aide down and proceed to try to sell you new ones. They stated that they had tried to super glue a bottom on without success.

Event description:
About 3 or 4 years ago family member bought a digital hearing aid from the co. While cleaning up one of the devices, pt found out that the bottom part is broken off. Rptr feels co needs to inform consumers because this can easily stick into somebody's ear.